Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection found the cable in over all good physical condition. Connectors are intact; pins are straight and all in placed. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation to treat atrial tachycardia the generator cable was broken off and the inside of the connection was damaged. It was further reported that the procedure was cancelled and rescheduled.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation to treat atrial tachycardia the generator cable was broken off and the inside of the connection was damaged. I was further reported that the procedure was cancelled and rescheduled.